Manufacturer narrative:
..

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported intermittent [leads] ECG cable opcheck failures and loss of ECG signal. There was no report of patient involvement.